Manufacturer narrative:
On previously submitted report, product brand name in section d was incorrect. In this report section d has been corrected/updated in this report.

Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to a pressure sensor. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.